Event description:
It was reported that device migration. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) imaging. Venous access was obtained. A watchman fxd curve access system (was) was inserted, transseptal puncture (tsp) performed with versacross connect (vcc) and the was advanced into the laa. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and advanced into the laa. The wds was deployed and during tee assessment of release criteria, it was noted the device was positioned too proximal and the mitral shoulder of the device was overhanging on the mitral valve. The physician still decided to release the closure device despite the release criteria assessment being incomplete. The closure device appeared to move proximal after release. The physician decided to attempt to snare and remove the device rather than risk an embolization. The was removed, and a non-boston scientific (bsc) sheath was inserted along with a non-bsc snare retrieval device. Despite multiple efforts, the non-bsc snare was unable to grip the closure device to remove it and it was exchanged for another non-bsc snare. The new non-bsc snare was able to successfully pull the closure device out of the laa, yet it was unable to be pulled into the non-bsc sheath. An additional venous access was obtained, an additional tsp performed, and a 22 fr non-bsc sheath also advanced into the left atrium (la). Before the closure device could be snared through the 22 fr non-bsc sheath, the non-bsc retrieval device lost grip and the closure device embolized into the mitral valve with the threaded insert facing the left ventricle. The physician attempted to retrieve the closure device again and it was successfully pulled from the mitral valve and into the 22 fr non-bsc sheath and removed from the patient. Tee was assessed and noted no pericardial effusion or damage to the mitral valve. The procedure was aborted. The patient was kept overnight for observation and is expected to make a full recovery.